Manufacturer narrative:
(B) (4). The ge service rep found the generator battery charger displayed no voltage output so he replaced the battery charger. The system was tested and is functioning as intended.

Event description:
The customer reported that at precharge failure message displayed on the system and it did not fluoro during a case. No patient injury was reported.